Manufacturer narrative:
Approximate age of device ¿ 12 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a pump explant was planned for (B)(6) 2019, due to recovery; however, low flow alarms suddenly occurred. Contrast angiography showed outflow graft thrombus. The pump was explanted on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The lvad was not available for evaluation. A direct correlation between the pump and the reported outflow graft thrombus could not conclusively be established through this evaluation. Additionally, the low flow alarms could not be confirmed as no log files were provided. Peripheral thromboembolic events is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.